Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under precautions, number 5 states, ¿intraoperative fracture or breaking of instruments has been reported.¿

Event description:
During a partial knee arthroplasty, the drill bit fractured in the patient, the fragment was removed. No additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirmed the reported event as the drill bit was fractured into two pieces. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.